Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was missing the cannula when removed. The blood glucose reading was 160 mg/dl. The serter was replaced. The sensor was not replaced or returned for analysis.